Manufacturer narrative:
(B) (4). During this procedure, when the surgeon was positioning the stapler across the colon, he noticed that approximately 6 staples had come out of the cartridge, and were on the tissue, (unformed of course, as he had not yet fired the device). Rep observed the scrub tech loading the device, it was done properly. The stapler, with the new cartridge, was then placed across the colon and fired. Again, I was watching the surgeon, and he seemed to use normal force to both close the device and fire the device. Initially, he thought the tissue was thick, due to the patient having received pre-operative radiation treatment. After the firing, the specimen side had properly formed staples. The surgeon then put a circular sizer into the rectum to dilate it. He said that the sizer just poked right through, with almost no resistance. He said that there were no staples on the rectal stump. A few minutes later, he and his assistant said that they saw formed staples on the stump, but could not figure out why the staple line ¿was missing, or had fallen apart¿. The surgeon responded to my question about the tissue integrity / thickness, by saying that he thought the tissue was thin." Device analysis: the analysis results found that the lts60a device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device was fired across the rectal sigmoid junction, the staples on specimen side were fine. The first fire was with the linear stapler. While positioning on rectum, it had not been closed the surgeon noticed prior to firing that some of the staples had come out and were lying on the bowel. The cartridge was taken out and replaced with a new linear stapler. The surgeon waited 15 seconds and fired completely. The surgeon closed the device and there was not excessive force to close. When he fired the device it fired smoothly with no excessive force. After firing, the surgeon inserted circular sizer into rectum, there was a hole. The sizer was inserted with little and no resistance, the sizer broke through. Initially there appeared to be no staple line. The surgeon could not see the staples. Later it was noticed that the staples were there and appeared to be formed properly. The surgeon stated the patient had radiation and chemotherapy. Therefore the surgeon thought the tissue would be a little thicker than normal due to the radiation. The surgeon chose the blue load to use. Later in the case, after discovering there was a hole, the surgeon commented the tissue was very thin. The case was completed with hand sewn anastomosis. The surgeon had to give the patient a diverting colostomy (temporary). This was not planned; however, the patient knew of the possibility prior to the procedure.